Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. The customer's blood glucose reading was 100 mg/dl at the time of incident. Troubleshooting found that the customer will use a new battery cap that they have at home and will call back if it does work. Customer declined to further troubleshoot any issues.